Event description:
A customer reported encountering a malfunction code while going through the load process of their device. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues reoccur.